Event description:
Additional information was received: the reason for the bypass was that the femoral artery was beyond repair. It was severely dissected by the proglide suture and the best option for reconstruction was to perform bypass. In order to properly remove the proglide, it had to be divided it into multiple pieces. It was stuck inside the vessel, and otherwise not retrievable percutaneously, hence the need for an open operation. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported difficulty retracting the foot could not be tested due to the condition of the device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of dissection is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties, patient effect, delay in treatment and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.h6: health effect - clinical code 4582 was removed. Health effect - impact code 4641 was removed.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a left heart cath diagnostic procedure using a 6f sheath. Reportedly, the proglide device could not be removed as the footplate was stuck. The device was removed surgically, and a femoral bypass was performed. Hemostasis was achieved surgically. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.